Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
Same patient as (B)(4). This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The patient started unspecified antibiotics for the peritonitis. The patient was discharged from the hospital but was still on antibiotics. Dianeal and extraneal therapies were ongoing. The cause and outcome of this peritonitis event are unknown.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h12i27059 and no exceptions were observed that were related to the reported condition.